Event description:
The patient's generator replacement surgery occurred on (B)(6) 2016. The generator was discarded following surgery and could not be returned for analysis. The patient's explanted generator registered diagnostic results within normal limits and no active battery indicator in pre-op. No additional pertinent information has been received to date.

Event description:
It was reported that the patient was referred for generator replacement surgery due to experiencing increasing seizure frequency and severity. The physician had assessed that this related to the generator battery being at 1/4 battery level. Surgical intervention has not occurred to date. Attempts for additional pertinent information have been unsuccessful to date.

Event description:
The explanted generator was received on (B)(6) 2016. In the analysis lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery was measured at 2.683 volts and the final electrical test showed an ifi=yes condition. It was revealed that 87.388% of the battery had been consumed.